Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, there was no abnormality in the appearance of the main body. Per functional testing, checked for looseness of the patient outlet connector. The complaint was confirmed. The root cause was because the load in the loosening direction is applied when the patient circuit is attached or detached attributed to the product design. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tighten the patient circuit connector with a force of 4.5 nm. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: UDI number is unknown; no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance check up, gso engineer noticed the outlet was tightened with the torque of 4.5n or smaller. No patient involvement.